Manufacturer narrative:
(B)(4). Additional information received: was the device locked on tissue? If so, how was it removed?---no information. Was there any damage to the tissue? If so, how was it repaired?---no, the tissue was not damaged. The device was returned in good visual condition and with a malformed clip in a bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during an unknown procedure, the jaw did not open. Another device was used to complete the case. There were no adverse consequences for the patient.